Manufacturer narrative:
Other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon was punctured even before being used. The malfunction was identified in the pre-use test before placement by the doctor. There is a sample available for evaluation. There was no patient involvement, harm or adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 30-apr-2024. H6. Investigation codes: updated. Investigation summary: two samples were received in used condition without original package. Per visual inspection a break was found in both samples, the complaint was confirmed. The cause was due to manufacturing. Awareness was made to production personnel. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.